Event description:
During the procedure for coil embolization, the target coil would not advance into the microcatheter. It did not enter the patient, and there was no patient harm. Manufacturer response for device, neurovascular embolization, target (per site reporter). Sent shipper kit to return the device to the manufacturer.